Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-14669, 1627487-2021-14671. It was reported that patient did not have effective stimulation since implant. As a result, the drg system was explanted addressing the issue.

Manufacturer narrative:
Analysis of the returned lead found no physical anomalies and it passed output resistance and isolation resistance testing.